Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 mg/dl, cause was unknown. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that the customer experienced a bg level of 29 mg/dl and became unconscious, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level intravenously with sugar solution. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.